Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump was exposed to water after being dropped into it, resulting in physical damage, including a crack on the case near the battery tube side, and a frozen display issue. The customer also reported receiving alarms immediately after the moisture exposure. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and it was confirmed that the pump showed physical damage, the functionality was impacted, and the display was frozen. The customer was advised to discontinue pump use, revert to their backup plan as per healthcare provider instructions, and place the pump in storage mode. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using [thump] due to flashing medtronic logo. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 near lcd screen, j1, j2, j6, j7 / pcba 2 j1 / force sensor / motor / harness assembly vibrator]. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, broken battery tube threads, cracked case, and label damage(faded/stained/peeling). Unable to verify alleged frozen screen or alarm unspecified due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to severe moisture damage on [keypad flex connector / pcba 1 near lcd screen, j1, j2, j6, j7 / pcba 2 j1]. Unable to download history files and traces using [thump] due to flashing medtronic logo. Exposed to moisture confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side, broken battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.